Manufacturer narrative:
Please note that dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure for a cervical loop in the distal right m1 section of the internal carotid artery (ica) using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, the first physician advanced another manufacturer's microcatheter through the loop without any issues and attempted to track the ace 64 through the loop but was unable to. A second physician then attempted to track the ace 64 but was also unsuccessful and indicated that there was a lot of wall tension. Since the microcatheter was unable to reach the occlusion, the physicians decided to remove the ace 64 and go back in with a new ace 64. However, after removing the ace 64 from the patient, the physicians noticed that the ica was dissected in the loop and they were unable to get back up to the ica. An angiogram was performed to confirm cross filling and the procedure was stopped. It is unknown exactly when the dissection occurred because there were no interim angiograms performed while the physicians were attempting to track the ace 64. However, the second physician indicated that the ica may have been dissected about 15-20 minutes before they recognized it. The patient has not suffered any further neurological deficits following the procedure. As of (B)(6) 2016, the patient has been discharged to rehab and is doing well.